Event description:
Reportedly, during a regular pacemaker follow-up on (B)(6) 2013, an error message was displayed by the programmer. This programmer could not be used for performing the follow-up. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.